Event description:
Related manufacturer reference number: 2017865-2022-14534. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device was complete on (B)(6) 2022. The atrial lead had exhibited over-sensing noise, inappropriate mode switch, and low pacing impedance. The atrial lead was capped and replaced during the same procedure on (B)(6) 2022. Patient was stable.